Manufacturer narrative:
On(B)(6) 2024, it was reported "table keeps going down by itself, I have checked all the movement it worked fine, but when spoke to user they said table suddenly goes down during surgery and this happens frequently.". A stryker field service technician was sent out on (B)(6) 2024 to investigate the issue further. Upon arrival, the product could not be located by the customer. Due to the product not being located, the root cause of the issue could not be determined, and no repair was completed. A review of the device history was completed. According to the manufacturing DHR, the table met quality specifications prior to shipment. This issue was discovered during a medical procedure and patient impact/involvement was not reported. This failure mode has not exceeded any threshold and will continue to be monitored per (B)(6) . If further information is obtained, a supplemental will be filed.

Event description:
It was reported that the table keeps going down by itself, user said the table suddenly goes down during surgery. Per additional information received, this occurred mid procedure whilst operating was commencing. There were no reported injuries or adverse consequences.